Manufacturer narrative:
Device evaluation: one level medfusion pump was returned for investigation in used condition. The reported error was evidenced in the event history log (ehl). The intermittent force sensor was reproduced during functional testing. The issue occurred because of a faulty plunger cable. While replacing the top case of the pump with a counterfeit product, the customer damaged the plunger cable. A user interface issue was established as the root cause. The damaged plunger cable was replaced.

Event description:
It was reported that the medfusion pump exhibited a force sensor error. No patient injury or complications were reported in relation to this event.